Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the generic cart controller (gcc) due to error 90 pointing to the ssc followed by errors 17/32 pointing to the gcc. The fse also replaced the blue fiber cable. Isi received the gcc involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The board was installed into the system and performed system test. It failed with error 90 when using the instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 90 occurred. The technical support engineer (tse) reviewed the logs and found error 90 pointing to a faulty board in the surgeon side console (ssc). The tse asked the caller to press the emergency button at the ssc and remove the instruments to perform a system restart. At startup, error 316 occurred. The or staff shut down the system, reseat all blue fiber cables, and start up the system again. After startup, error 23 occurred with a message that the ssc was not connected to the system. The tse reviewed the logs and found error 23. The tse asked the caller to change the port from the ssc at the vision side cart (vsc). The issue remained. At this point, the surgeon decided to convert to laparotomy surgery. The tse suggested the caller use a spare blue fiber cable when possible. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was inspected prior to use as usually, nothing out of ordinary was noted. The procedure had been in progress for four hours when the issue occurred and was converted to laparotomy (open surgery) and completed with no patient harm. The delay did not occur during warm ischemia time. No post-operative complications were reported. The procedure was not recorded.